Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The scope socket was faulty. Based on the results of the investigation the issue was caused by a faulty video socket. However, the cause of the faulty video socket was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental information is being submitted to provide additional information received from the customer. Sections b5 and d10 have been updated.

Event description:
Additional information was received indicating that the procedure was an esophagogastroduodenoscopy. It was prolonged roughly ten minutes and anesthesia were prolonged about the same amount of time. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had error code b30. The issue occurred during therapeutic procedure. There were no reports of patient harm.